Event description:
During the atrial fibrillation procedure in navx mode, the ablation display with metrics automatically moved to the lower right corner after closing the mapping window and there was no connection to the magnetic frame. Troubleshooting were performed to resolve the issue, which resulted in a prolonged procedure. The procedure was completed using a reflexion spiral catheter in navx mode as the hd grid and voxel mode were unable to be used as connectivity was not established. There was no patient consequences.

Manufacturer narrative:
Based on the information provided to abbott, the feature is working as designed.

Event description:
The catheters were repositioned in the pin box so that the catheters are displayed correctly with the signals in the ensitex and in the siemens ep system.